Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. The appropriate device details have been provided and the relevant device manufacturing and sterilization records will be identified and reviewed. Conclusions will be provided in a supplemental report. Xrays were provided and conclusion of their review will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Apex knee tibial insert & locking bolt revision - infection.

Manufacturer narrative:
Final report: a complaint was initiated for a patient who underwent a knee revision surgery on (B)(6)2023. The reason for revision is a infection. The original surgery date for the right knee is (B)(6)2022. During the revision the insert and bolt were removed and replaced with new implants. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. According to the intake form, the products are not available for return and evaluation. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Below is a summary of the documentation investigation: ref: kc-35061 tibial insert size 6, 11mm lot number: 35129 date of manufacture: 02/25/2020 date of expiration: 02/25/2025 sterile batch: ols204018 ref: kc-53000 retaining bolt lot number: 40019 date of manufacture: 02/24/2022 date of expiration: 02/24/2027 sterile batch: ols224011 the estimated rate of periprosthetic joint infection (pji) after total hip arthroplasty (tha) is 0.88%-3.0% and .92%-3.3% after total knee arthroplasty. Increased infection rates have been linked to patient characteristics, length of surgical procedure, length of hospital stay, and factors related to the operative environment (including the number of personnel in the operating room and contamination of equipment or instrumentation). All invasive procedures involve contact by a medical device or surgical instrument with a patient¿s sterile tissue or mucous membranes. A major risk of all such procedures is the introduction of pathogens that can lead to infection. Failure to properly disinfect or sterilize equipment carries not only the risk associated with breach of host barriers but also a risk for person-to-person transmission and transmission of environmental pathogens. Omni has performed validation testing on our instrument systems and provided to the hospital instructions for properly cleaning and sterilizing the reusable devices (IFU-011 manual instrumentation and IFU-039/IFU-040 for omnibotics devices). Omni¿s implants are provided in sterile packaging and the sterilization system is monitored for each processed lot and revalidated semi-annually. Although infections can occur any time after the procedure an infection due to an improperly cleaned or sterilized device (implant or instrument) is most likely to occur within a few weeks of the procedure. Cause cannot be determined. Revision surgeries have many variables including numerous patient conditions that contribute to the event taking place. No action was taken as a result of this complaint. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.